Manufacturer narrative:
Device evaluation of monitor sn: (B)(6) has been completed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The patient received an external defibrillation while wearing the lifevest. The root cause for the open resistor was the external defibrillation. Device evaluation of belt sn: (B)(6) has been completed. The reported problem (patient death) was confirmed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. The pulse delivery circuitry test verified proper delivery of a full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. There is no indication of a product malfunction. H4. Device manufacturer date. Monitor: 06/12/2015. Electrode belt: 10/31/2014.

Event description:
Additional information, 12/04/2020. Per clinical review of the continuous ECG data, prior to the patient's 6 total treatment shocks, from 18:45:05 to 18:46:45, an arrythmia was detected three times. ECG shows that the patient's rhythm was a sinus tachycardia at 110 bpm with frequent pvc's degrading to vf with motion artifact. The device properly detected vf from 18:45:05 to 18:46:45. However, motion artifact prevented the lifevest from treating the patient during this time. After the treatment events, the patient was last seen in a sinus rhythm / paced rhythm / sinus tachycardia from 90 bpm to 130 bpm with nsvt and CPR / motion artifact from approximately 19:11:05 until the electrode belt was disconnected at 20:21:56 on (B)(6) 2020. A us distributor contacted zoll to report that a patient passed away on (B)(6) 2020. It was reported that the patient was taken to the ICU by paramedics. The lifevest was alarming. It was reported that once the patient arrived at the ICU, they were intubated and unstable. The patient was being monitored on hospital telemetry and was not required to wear the lifevest. It was also reported that the patient experienced a treatment event consisting of one appropriate shock, and five inappropriate shocks, for a total of 6 treatment shocks. At 18:48:07 on (B)(6) 2020 the patient received an appropriate treatment. The patient's rhythm at the time of the treatment was ventricular fibrillation (vf) and the post shock rhythm was an idioventricular rhythm at 60 bpm with frequent pvc's and nonsustained ventricular tachycardia (nsvt). The patient's arrhythmia was successfully converted to a slower rhythm as a result of the treatment event. The patient experienced five inappropriate treatments in response to nsvt. The patient experienced a second treatment and was inappropriately treated at 18:59:21 while the patient's rhythm and post-shock rhythm was an idioventricular rhythm at 90 bpm with nsvt. The patient was inappropriately treated a third time at 18:59:53 while the patient's rhythm was an idioventricular rhythm at 65 bpm with nsvt, and the post shock rhythm was an idioventricular rhythm at 95 bpm with nsvt. The patient experienced a fourth inappropriate treatment at 19:00:20 while the patient's rhythm and post-shock rhythm was an idioventricular rhythm at 90 bpm with nsvt. The patient experienced a fifth inappropriate treatment at 19:01:05 while the patient's rhythm was an idioventricular rhythm at 65 bpm with nsvt, and the post-shock rhythm was an idioventricular rhythm at 80 bpm with nsvt. The patient experienced a sixth inappropriate treatment at 19:01:37 while the patient's rhythm was an idioventricular rhythm at 80 bpm with nsvt. An arrythmia was detected three times from 19:04:02 to 20:08:33. ECG shows an idioventricular rhythm at 95 bpm with nsvt. The patient received a non-lifevest defibrillation while the patient's rhythm at time of treatment was idioventricular beats/sinus beats with nsvt and the post shock rhythm was an idioventricular rhythm at 90 bpm with nsvt. The patient then entered a non-treatable rhythm at 20:08:42 and the electrode belt was disconnected at 20:21:56. The patient passed on (B)(6) 2020.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The patient received an external defibrillation while wearing the lifevest. The root cause for the open resistor was the external defibrillation. Device evaluation of belt sn (B)(4) has been completed.  The reported problem (patient death) was confirmed.  During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. The pulse delivery circuitry test verified proper delivery of a full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality.  There is no indication of a product malfunction. Device manufacturer date: monitor: 06/12/2015, electrode belt: 10/31/2014.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2020. It was reported that the patient was taken to the ICU by paramedics. The lifevest was alarming. It was reported that once the patient arrived at the ICU, they were intubated and unstable. The patient was being monitored on hospital telemetry and was not required to wear the lifevest. It was also reported that the patient experienced a treatment event consisting of one appropriate shock, and five inappropriate shocks, for a total of 6 treatment shocks. At 18:48:07 on (B)(6) 2020 the patient received an appropriate treatment. The patient's rhythm at the time of the treatment was ventricular fibrillation (vf) and the post shock rhythm was an idioventricular rhythm at 60 bpm with frequent pvc's and nonsustained ventricular tachycardia (nsvt). The patient's arrhythmia was successfully converted to a slower rhythm as a result of the treatment event. The patient experienced five inappropriate treatments in response to nsvt. The patient experienced a second treatment and was inappropriately treated at 18:59:21 while the patient's rhythm and post-shock rhythm was an idioventricular rhythm at 90 bpm with nsvt. The patient was inappropriately treated a third time at 18:59:53 while the patient's rhythm was an idioventricular rhythm at 65 bpm with nsvt, and the post shock rhythm was an idioventricular rhythm at 95 bpm with nsvt. The patient experienced a fourth inappropriate treatment at 19:00:20 while the patient's rhythm and post-shock rhythm was an idioventricular rhythm at 90 bpm with nsvt. The patient experienced a fifth inappropriate treatment at 19:01:05 while the patient's rhythm was an idioventricular rhythm at 65 bpm with nsvt, and the post-shock rhythm was an idioventricular rhythm at 80 bpm with nsvt. The patient experienced a sixth inappropriate treatment at 19:01:37 while the patient's rhythm was an idioventricular rhythm at 80 bpm with nsvt. An arrythmia was detected three times from 19:04:02 to 20:08:33. ECG shows an idioventricular rhythm at 95 bpm with nsvt. The patient received a non-lifevest defibrillation while the patient's rhythm at time of treatment was idioventricular beats/sinus beats with nsvt and the post shock rhythm was an idioventricular rhythm at 90 bpm with nsvt. The patient then entered a non-treatable rhythm at 20:08:42 and the electrode belt was disconnected at 20:21:56. The patient passed on (B)(6) 2020.